Event description:
Boston scientific became aware of the following event after conducting a retrospective review of complaint records: it was 99% stenosis vessel. Stents; cypher 18x3.5 with gc; 6fr. Mach 1 fl3.5 and gw; galeo hr were deployed at 16 atms at each rca distal and proximal. This prod was stuck with distal stent edge which was deployed at rca proximal. Guiding catheter was inserted deeply inside the stent, and it was succeeded to remove the atlantis and galeo at the same time. It was found dissection at cypher distal area. Procedure was completed with an add'l deployment of gw; driver 3.5x12.

Manufacturer narrative:
During investigation, bloodstain was observed inside the telescope assembly. It was observed that the guidewire exit port was lifted, and ripped 3.0mm long. This appearance indicated that the guidewire was exerting force against the guidewire exit port. The examination of the guidewire exit port under magnification revealed that edges of the exit canal became uneven during the use of the catheter. The guidewire (0.014") that was used during the procedure was returned, and the ball tip is intact. The guidewire was inserted, and there was no indication of any resistance for tracking the guidewire. Furthermore, upon image characterization testing, good square image appeared in the sys and the prod performed within spec. No kink was observed in the sheath assembly. On april 12, 2006, boston scientific issued a safety alert to customers of this prod stating that based on our receipt of complaints relating to coronary imaging catheters entangling with stents, we reiterate and reinforce the need to pay special attn when using coronary imaging catheters in vessels with implanted stents). This safety alert was reviewed with the FDA's office of compliance and deemed appropriate to further mitigate pt risk.